Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was generating beeping tones and could not be interrogated.

Event description:
Event description cpi received info that this implantable cardioverter defibrillator (ICD) was generating beeping tones and could not be interrogated.